Manufacturer narrative:
(Date of implant) represents the date the patient was placed on lvad support. The mobile power unit is not a single-use device. The date the device was issued to the patient is not known therefore the approximate age of device will be provided with the final device analysis. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient observed alarms from mobile power unit ((B)(4)) waking him up in the middle of the night. The patient switched to batteries then checked mpu, but there was no green light observed. The batteries were changed on mpu and different outlets were tested without success. The vad coordinator did not note any pocket controller alarms and was advised by the customer to obtain log files in the next routine clinical visit. There were no other alarms, malfunctions, or events noted.

Manufacturer narrative:
Additional information: the mpu's power supply assembly was provided for evaluation. Correction. Approximate age of device -- 10 months, 21 days. Manufacturer's investigation conclusion: the reported event of the green light on the patient's mpu being off was confirmed. The mobile power unit, serial number (B)(4), was evaluated by technical services and the reported issue was verified. The power supply assembly was found to be defective and was replaced with a new part which resolved the reported issue of the green light not being on. The unit ran for several days without issue. The unit required a pm. The 3 aa batteries were replaced, and a full functional checkout was performed, and the unit passed all tests. The unit was returned with the customer power cord to the customer site. The power supply assembly was forwarded for analysis. Analysis of the defective power supply pcb revealed multiple compromised/damaged power supply pcb components. As a result, the unit was not able to supply power. A specific root cause for the damaged components was not able to be determined during the evaluation. Abbott will continue to monitor for similar incidents. No further information was provided. The manufacturer is closing the file on this event.